Event description:
At (B)(6), when a syringe was removed from the smartsite port, the port did not seal and IV fluid leaked out. They are unsure how much fluid leaked out, but the carpet was wet. No power injectors were used. There was no pt harm or medical intervention required. The customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). Although requested, the set has not been received. A follow up report with failure investigation results will be submitted should the set be returned for evaluation.